Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.